Event description:
A zoll distributor returned battery charger/modem sn (B)(4) indicating that the battery charger/modem was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon evaluation, the charger exhibited a failure at flash memory bga components u102 and u105 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting a similar failure mode. No adverse event resulted from the defective battery charger/modem.